Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) said they were abducted 15 or 18 years ago by criminals, a bike club, some members live in their neighborhood and, devices were illegally put in their body by the bike club members, a dbs neurostimulator and incontinence thing, interstim and the neighbors keep messing with it with remotes and some of it is with rf. Pt said these are charged wirelessly from under their bed, they get hit with a lot of electricity to charge all of it, for remote neural monitoring, to do brain jacking to get their thoughts and stuff, they also have a some thing like a cochlear implant and a retinal implant and they can look through their eyes but they're not sure where that came from. Pt said they (bike club) were using the incontinence device to try to make people want to have sex but pt did not go for that. Patient asked if there was a way to turn it off remotely. Reviewed some general information about neurostimulators. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have gone to so many doctors over the past 18 years, they've had cts and mris but just about every single one of them tried to cover it up but this one (pcp) was not covering it up. Patient said they were not trying to sue anyone, they just want it shut off and to find out what was going on. When asked about their hcp, pt said it wasn't a doctor, it's their pcp and they were texting back and forth and told pt, the device ID number is (B)(4) and a manufacturer representative gave them that device ID number probably about 3 weeks ago. Pt said they did not meet with the manufacturer employee.